Event description:
It was reported that this implantable pacemaker exhibited high within range pacing impedance measurements and loss of capture on the right ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that noise, oversensing and pacing inhibition were observed on the right ventricular channel. Additionally, inappropriate tachy events were recorded. Reprograming of the device was discussed. This device remains in service.

Event description:
It was reported that this implantable pacemaker exhibited high within range pacing impedance measurements and loss of capture on the right ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.